Event description:
The pump was returned for investigation. Investigation found that the ¿up¿ arrow button had tactile issues, there was contamination under the button contacts, the audio bolus button was damaged and the display was dim/discolored. This report is made based on the results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the verify screen that was dim with a pinkish contrast. The auditory and vibratory features were operational. The keypad cover was thinning and the ¿up¿ arrow button responded intermittently. Removal of the keypad cover found contamination under all the button contacts. The audio bolus button cover was torn while the button responded to user input. Removal of the bolus button cover found that the button mechanism was misaligned with on evidence of moisture intrusion. (B)(6).